Event description:
Five minutes post protamine administration, the pt became hypotensive and a iab was placed via the right femoral artery. The balloon was hooked up to the console and blood exited the gas port. The balloon was changed out.